Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The cotton tip was detached from the device with no evidence of adhesive. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the observed condition was determined to be a result of an inadequate amount of adhesive on the device; this was identified as a quality issue with a component obtained from a third party supplier and a product enhancement has been initiated to track this failure mode and/ complaint mode. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic procedure, the cotton tip fell off inside the patient. It was retrieved by the physician utilizing graspers. No harm was caused to the patient. The device is expected to be returned for evaluation.